Event description:
The facility reported a pump that was infusing three unknown drugs into an unidentified patient. The pump alarmed with failure code 570:320:844:0000. The pump continued to alarm and then went into failure on all three channels. This in turn led to a failure to infuse as intended during patient care. There was no reported patient injury or medical intervention necessary per the facility representative. No additional information was provided.

Manufacturer narrative:
The reported condition of a pump that was alarming with failure code 570:320:844:0000 and then went into failure during patient care was confirmed during product evaluation. Failure code 570:320:844:0000 was found in the event history file. This failure code is the result of depleted main batteries. The main batteries and harness were replaced to address the reported condition. The pump was tested and returned within specification.